Manufacturer narrative:
The patient was treated on the (B)(6) with venaseal. The patient experienced pain and phlebitis following the procedure at follow up two days later. The patient is pain free and doing well. No known relevant medical history or allergies. Event date approximate (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was treated on the (B)(6) with venaseal. The patient experienced pain and phlebitis following the procedure at follow up two days later. The pain is pain free and doing well.

Manufacturer narrative:
Event date is approximate.

Event description:
A patient was treated with venaseal closure system to treat the gsv. Local anesthesia was used and the vein was closed with hand compression. It was reported that the patient experienced pain and phlebitis following the procedure at follow up. The patient was given ibuprofen as an additional treatment.